Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿nozzle clogged by white gelatinous foreign material¿ was confirmed, and the specifications and functions were not satisfied. The foreign material appeared to be cleaning agent residue. It was likely that foreign material remained due to deviation from IFU in user handling. However, it was confirmed in the reports ¿(B)(4)¿, the reprocessing performance of the device is secured by appropriate reprocessing in accordance with IFU. (Cleaning /disinfection /sterilization). There was no physical damage at the point where foreign material was detected. However, the replacement of the nozzle, the biopsy channel, the keytop 1 rubber, the connecting tube unit, the lg rod lens, the a-rubber, the c-cover, the rl knob and the universal cord are required as a major repair to return the instrument to the OEM specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The suggested event can be detected and prevented by handling the device in accordance with the following ifus: instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water flow issues, angle rubber glues separated, distal end insulation out of specifications due to glues conditions, light guide lens cracked, bending angulations out of specifications, abnormal noise in the body control unit during angulation, and universal cord buckled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had clogged channels. Upon inspection and testing of the customer returned device, foreign material (gelatinous white material) was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.